Event description:
It was reported that a vial-mate reconstitution device leaked. This occurred during reconstitution of ceftriaxone in a one gram vial. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was manufactured 07/17/2014 - 07/22/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.